Manufacturer narrative:
The investigation determined that higher than expected vitros valp quality control results were obtained from the vitros 5,1 fs chemistry system. The root cause of this event is unknown. However, the combination of several factors including improper calibrator, reagent pack, and control fluid handling cannot be ruled out as contributing factors.

Event description:
A customer observed higher than expected vitros valp quality control results using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the lower than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).